Event description:
It was reported that when flushing at the health care central there is a leakage at the wings. PICC had been used for a CT previously. No patient harm. Additional information was received for this event as part of a focus survey. The following additional detail was provided: catheter to vein ratio measured 33%. Total length of catheter is 39cm, inserted into the basilic vein with 0cm exit site markings. According to sherlock 3cg, tip position in the right place. Catheter locked with sterile saline 9mg/ml. Statlock used, PICC dressed in a j-loop back up the patient's arm. Catheter used for oncology treatment: oxaliplatin and fluorouracil. Visible hole/fracture outside the patient (at exit site or on external part of PICC); at the wings 127 days after insertion. Chlorhexidine 5 mg/ml used to clean catheter site during dressing change. There has been a bit of bleeding from the insertion site so there has been extra dressings on the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hole was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed inside the molded joint. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned; fracture edges which were rounded and polished due to repeated material wear; overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that when flushing at the health care central there is a leakage at the wings. PICC had been used for a CT previously. No patient harm. Additional information was received for this event as part of a focus survey. The following additional detail was provided: catheter to vein ratio measured 33%. Total length of catheter is 39cm, inserted into the basilic vein with 0cm exit site markings. According to sherlock 3cg, tip position in the right place. Catheter locked with sterile saline 9mg/ml. Statlock used, PICC dressed in a j-loop back up the patient's arm. Catheter used for oncology treatment: oxaliplatin and fluorouracil. Visible hole/fracture outside the patient (at exit site or on external part of PICC) ; at the wings 127 days after insertion. Chlorhexidine 5 mg/ml used to clean catheter site during dressing change. There has been a bit of bleeding from the insertion site so there has been extra dressings on the patient.